Manufacturer narrative:
Therapy date is estimated. The investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report: 3006705815-2019-03076, 3006705815-2019-03077. It was reported that patient had an infection and the whole scs system was explanted. Date of the explant is unknown.

Event description:
Additional information received that the infection was at the ipg site . Patient was treated with oral antibiotics and the infection was resolved .